Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight within specifications, crease fold, stress mark, wear abrasion, and a dark ring. A microscopic analysis was performed which identified a crease sharp on the posterior side. Based on the device analysis, the final assessment is a crease sharp on posterior side due to a fold flaw opening.